Event description:
The (B)(6) male patient had acute thrombosis of the right (ipsilateral) limb of the stent graft with consequent development of critical limb ischemia. There was evidence of early stenosis of the left limb. There was pta and stenting on the left side (patent donor iliac) and a surgical fem-fem cross-over. No additional info provided regarding patient outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, instructions for use (IFU) and trends was conducted. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." 'Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product or imaging were returned to assist with this investigation, and limited information was provided. Based on the information a definitive root cause can not be determined or reported at this time. There is no evidence to suggest that the device design or functionality contributed to this event. It was concluded that the failure mode for this case was occluded. Risk assessment procedures were used to evaluate risk. The event was trended as significant harm to the patient. We will continue to monitor for similar complaints and notify the appropriate internal personnel.